Event description:
My mom was hospitalized in 2006. Two days prior to her discharge, a nurse used a belt restraint on my mom to prevent her from getting out of bed. She was confused and agitated, she tried to get out of her hospital bed (split side rails without gap protectors provided), she got caught between the side rails by the belt restraint and she suffocated from the restraint being around her chest. She coded and respiratory arrested, and required a ventilator for two weeks and a feeding tube for an extended period of time. She suffered lack of oxygen to her brain (anoxic brain injury) and her hospital stay was extended for about 2 months. Upon her discharge, she was unable to walk and required physical therapy and occupational therapy. She had many physical and mental problems due to the accident from this hospitalization. Her memory never regained itself afterward, and she came out of that hospital a very different person than when she entered. Dates of use: 2006. Diagnosis or reason for use: to prevent patient from getting out of bed.